Manufacturer narrative:
Cloud data from the user for the period of 20jan2026-26jan2026 was downloaded and reviewed. Review of the cloud data found that a pod with the sequence number reported was used between 07:08 and 18:01 on 24jan2026. The data showed that this pod ran for 230 pulses before deactivation. The data showed that the pod prior to this, which was used between 20:38 on 20jan2026 and 19:31 on 23jan2026, ran for 2390 pulses before deactivation. Review of the patient history buffer (phb) data showed that, for the full period of 20jan2026-26jan2026, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after each bolus was delivered. It could not be conclusively determined if the pod was correctly tracking the amount of insulin remaining in the reservoir as it cannot be determined how much insulin each pod was filled with. No evidence of issues with insulin delivery were observed in the available cloud data. The exact cause of the reported reservoir discrepancy could not be determined.

Manufacturer narrative:
For report 3014585508-2026-05109-01, h2 and h3 were updated.

Manufacturer narrative:
For report ref #: 3014585508-2026-05109-00, h11 was updated: locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. And for report ref #:3014585508-2026-05109-01, h11 was updated: the physical device has not been returned.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient experienced rising blood glucose (bg) levels exceeding 420 mg/dl, despite multiple correction boluses while using several pods from the same box. Bg continued to increase even after a new pod was applied. While in automated mode, the controller appeared to maintain bg near 200 mg/dl, and the pod was later switched to a manual mode. The patient also noted an unexpected drop in the pod's displayed insulin volume to 50 units shortly after pod placement. The patient developed symptoms including nausea, lethargy, dizziness, weakness, thirst, near fainting and high bg. The patient presented to the emergency room on the same day. A single insulin pen dose administered in the hospital was ineffective, and an insulin drip was initiated, which subsequently corrected the acidosis. The patient was admitted to the intensive care unit with hyperglycemia and ketoacidosis. The patient also believed that the pod did not appear to deliver insulin and that reduced tissue responsiveness may also have contributed to the event. The patient additionally acknowledged possible user error, including manually administering 20 units of insulin while in automated mode, which disrupted system operation. A diabetologist informed the patient that long-standing diabetes may contribute to reduced tissue responsiveness to insulin. At the time of the report, the patient was expected to remain hospitalized until (B)(6) 2026.